Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided; which may include the returned device (if available), photographs, videos, event description, and any additional field input; arthrex has determined the most likely cause. The most likely cause is attributed to user-related factors such as: (1) mechanical overload during removal of the lag screw, resulting in stripping of the flexible shaft, and (2) rprocessing-related factors such as incomplete cleaning of the device¿s internal lumen, contributing to residual debris inside the shaft.

Event description:
On (B)(6) 2025, it was reported by a sales representative via (B)(4) that an 0222-200 flexible shaft had bio burden stuck in it. This was discovered during the case with no patient harm. Additional information was reported by the rep on 12/3/25 that the device was stripped as it was being removed from the lag screw which was in the patient. The affected part of the capturing rod did not touch the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.